Manufacturer narrative:
Patient height: unknown. Visual inspection: in the first step of our investigations an optical control is carried out. It is checked whether any defects, deformations or other noticeable irregularities can be identified. Permeability test: to proof the penetrability of the valves we have carried out penetrability tests. These tests are carried out at a calculated hydrostatic high (open pressure of the valves + 30 cmh2o) in horizontal direction of flow. Adjustment test: the adjustment test is used to ensure that the progav 2.0 can be adjusted to all pressure levels. The tests are carried out with the standard progav 2.0 check-mate and measurement tool. The valve is adjusted from 0 to 20 cmh2o and down again in increments of 5 cmh2o. Braking force and brake function test: to measure the braking force, we tested the progav 2.0 valve with a braking force apparatus. Here it is measured how much force must be exerted on the housing to release the rotor to adjust the valve by the integrated magnet of the braking force apparatus. Results: apart from slight scratches on the valve housing no significant deformations or damage of the valves were detected during the visual inspection. Next we tested the permeability and opening pressure of the valves. Both valves were shown to be permeable and their opening pressures were operating within specifications. In order to investigate to examine the opening pressure of the shunt system, we carried out a computer controlled measurement. The measurement showed that the progav 2.0 operates, in the reference flow range of 20 ml/h with a measured opening pressure of 3.13 cmh2o, within the permissible tolerance. The measurement of the shuntassistant showed that it operates, in the reference flow range of 20 ml/h with a measured opening pressure of 11.87 cmh2o, outside the permissible tolerance. A second measurement was performed. The second measurement was also outside the tolerance. The shuntassistant shows an overdrainage. Additionally, we tested the adjustability as well as the brake functionality and brake force of the progav 2.0 valve. The valve operated as expected and met all specifications. Finally, we have dismantled both valves. Inside both valves we could find small amounts of deposits. Based on our investigation, we are unable to substantiate the claim of occlusion. At the time of our investigation, the valves were shown to be permeable. However, we were able to detect an overdrainage at the shuntassistant. We suspect that the deposits found inside the valve have led to the functional impairment. Small amounts, even invisible deposits, could endanger the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke (B)(4).

Event description:
It was reported that there was an issue with a progav 2.0 shuntsystem. The reporter indicated that the 2 month and 15 days old shuntsystem has a blockage. The progav 2.0 shuntsystem was explanted. Additional information was not provided.